Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient's programmer displayed an error message of "in the box". No symptoms were reported. The patient had tried changing the batteries in the programmer, which did not resolve the issue. It was noted the recharger was still connecting to the ins and was able to turn the ins on and off. It was reviewed that the message was due to the ins and could not be resolved by replacing the programmer but rather the patient would need to see their doctor to have the issue resolved. No further complications were reported or anticipated.